Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle one-third of the endoscope cable was found delaminated. The complaint was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was found to have cracked lens. No known impact or patient consequence was reported.